Event description:
It was reported by the customer that a bd pyxis¿ es server sql server services was not starting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that structured query language (sql) server services not able to start on different servers. A technical support specialist deployed an rss package that disabled tls 1.0, which was required for the customer's server 2012 environment. As a result, the information technology (it) team manually re-enabled tls 1.0. Following this change, sql server started without any issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server sql server services was not starting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.